Manufacturer narrative:
The pms has reassessed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged throat soreness, hoarseness, and asthma type symptoms. There was no report of serious or permanent harm or injury. During the investigation, manufacturer observed an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, bottom enclosure, blower, inside iso-port, and blower seal, also observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, bottom enclosure, and blower. The manufacturer observed no odor during therapy and investigation. The manufacturer is unable to directly address any symptoms. The manufacturer cannot confirm the complaint of burning odor, no odor was observed through therapy and investigation. In box b: adverse event/product problem, outcomes attributed to ae has updated. In box g: date received by mfg has been updated. In box h: patient outcome code grid, health impact grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma. There was no report of serious or permanent harm or injury. During the investigation, manufacturer observed an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, bottom enclosure, blower, inside iso-port, and blower seal, also observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, bottom enclosure, and blower. The manufacturer observed no odor during therapy and investigation. The manufacturer is unable to directly address any symptoms. The manufacturer cannot confirm the complaint of burning odor, no odor was observed through therapy and investigation.